Manufacturer narrative:
The ICD as well as fragments of the leads were returned and thoroughly analyzed. The leads were still connected to the ICD header. Upon receipt, the ICD was visually inspected. The inspection revealed a spot of molten titanium on the ICD housing. The ICD was subjected to an electrical analysis, confirming that the device could not be interrogated. Therefore, based on the observed symptoms, it is reasonable to assume that a shock delivery into an external short circuit led to a damage of the electrical module. Due to the damage of the electrical module the device could not be interrogated and the memory content of the device was not restorable. Possible clinical complications that might lead to an external short circuit include but are not limited to, twiddler syndrome, a subclavian crush syndrome or other lead insulation damages. However, a damage after explantation of the device cannot be excluded based on the results of the lead analysis and the fact that the lead fragments were still connected to the ICD header after explant. Upon receipt, the safio s was found cut 10.5 cm distal to the is-1 connector pin. Only the proximal lead fragment was available for analysis. The visual inspection showed a rubbed through insulation 3 cm distal to the is-1 connector pin. Based on the characteristics, it is reasonable to assume that the damage occurred due to interaction with the generator housing. The linox s 65 was found cut 11 cm distal to the is-1 connector pin. Only the proximal lead fragment was available for analysis. The insulation showed signs of abrasion 4 cm distal to the is-1 connector pin which most likely occurred due to interaction with the generator housing. The insulation was however intact in this region. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacture defect.

Event description:
It was reported that the patient with this device died suddenly. The ICD was removed by the funeral directors using a magnet to inhibit shocks. The leads were cut and the ICD was placed in a metal bowl. The device could not be interrogated after the explantation. The device and the associated leads were returned and analyzed.